Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken, damaged and has signs of wear and tear from use. The device was manufactured in 2016. According to clinical/medical investigation, all the pieces were removed. The procedure had a delay between 0-30 min. The surgery was completed with a change in the surgical technique. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints . At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will be issued for the device.

Event description:
It was reported that during mid shaft femur fracture procedure. It was used as a metatan product to resolve the problem, but the compression reamer tip broke off inside of the patient, but all pieces were removed. The procedure had a delay between 0-30 min. The surgery was completed with a change in the surgical technique. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.